Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a battery switching event. It is unknown which battery was involved. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2017-08-31 UDI #: (B)(4). D10: no h4: mfg date: 2016-08-31 h5: no h6: patient code(s):c76143 h6: device code(s): c63030 h6: FDA conclusion code(s): 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were two batteries involved in power switching that were previously serviced. The batteries were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. A review of the manufacturing documentation confirmed that bat221713 met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery bat221713 revealed that the device passed visual examination. Functional testing revealed that the battery had a faulty weld between one of the cell pairs. This is an additional observation not related to the reported event. Based on an internal investigation, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Failure analysis of the returned battery bat221998 revealed that the device passed visual inspection. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional observation not related to the reported event, and can be attributed to an estimation error. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving bat221713 and bat221998. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins. Additional products: battery/ bat221998; concomitant medical products: yes, return date: 2018-11-08. Device evaluated by MFR: yes; dev rtn to MFR? Yes; medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.